Event description:
Customer reported via phone call to have received a battery out limit alarm after battery change. Customer requested assistance in reprogramming insulin pump. Customer was advised that this was normal insulin pump behavior. It was reported that customer's blood glucose was 550 mg/dl due to customer moving. Customer received assistance in reprogramming insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.